Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
This spontaneous report was received from a nurse (reported as research nurse) via company representative (reported as clinical educator) regarding a female patient of unknown age. The patient's historical conditions considered included pregnancy, delivery. The patient's concomitant medications, and drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient underwent insertion procedure with vacuum-induced hemorrhage control system (jada system) via vaginal route (defaulted route) (strength, lot# and expiration date were not reported) for bad hemorrhage (postpartum haemorrhage) along with many other unspecified interventions. On an unknown date, the patient's uterus eventually became necrotic (uterine necrosis) and had to be removed. The reporter stated that she was performing root cause analysis on this patient. When the reporter performed further analysis to see if any other patients had similar issues, she identified another 4 patients, another 1 of whom had a vacuum-induced hemorrhage control system (jada system) placed. No additional information was provided. The outcome of the event was unknown. The causality assessment was not provided. Upon internal review, the event uterine necrosis was determined to be medically significant. Upon internal review, event uterine necrosis was considered to be serious due to required intervention (devices). This is one of 2 reports received from the same reporter. Medical device reporting criteria: serious injury. (B)(4).